Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed. It was noted that the lead microdislodged, and there was no slack on the lead. Lead was capped and replaced on (B)(6) 2016. Patient was in healthy condition.